Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized two times in the last year due to diabetic ketoacidosis. The customer's blood glucose was unknown at the time of incident. Customer did not provide further detail about the hospitalization. The customer declined to return the insulin pump for analysis.